Event description:
It was reported to philips that the device would power up with an asystole reading when the test load was not connected. There was no reported patient or user involvement and no adverse patient/user impact.